Manufacturer narrative:
During failure analysis, the complaint was confirmed. During the visual examination, no visible damage, contamination, or evidence that the cable was tampered with was noted. However, when the cable was twisted at the handpiece end, the handpiece began running on its own without activation. The cables connectors on both ends of the cable were further inspected and it was found that the analog ground ping on the handpiece end of the cable was cracked and bent. The tps handpiece cord is not a repairable device.

Event description:
It was reported that a tps handpiece cord caused an attached hand piece saw to run on its own without activation during testing. The event occurred during a routine maintenance testing. No adverse consequence was associated with the event.